Event description:
It was reported that the stent fractured during deployment and approximately 1/3 of the stent migrated near the aorta. The target was a lesion extending from the left sfa to the proximal iliac artery and was described as a severely calcified - chronic total occlusion. The physician deployed another stent to secure the migrated portion. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.